Manufacturer narrative:
Natus medical tech support attempted to get the neoblue pad lot or serial number, customer could not provide it at the time. The customer mentioned the device is not currently in service. The nb blanket user manual pn 006281 rev. J, provides operating instructions and states to check intensity of the light using a radiometer per the institution's procedure. Several attempts were made after the initial report date for additional information on device, from customer with no response.

Event description:
Natus medical received a complaint on (B)(6) 2017 about their neoblue blanket system had low intensity. No report of death/serious injury, delay in treatment, or environmental/safety concerns.